Manufacturer narrative:
The device was not returned for analysis. However, if and when the device is analyzed a supplemental report will be submitted. Mdrs linked with this event: 2029214-2017-01232, 2029214-2017-01233. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an acute stroke case, the arc catheter separated distally, into 3 sections and was hanging together by threads. There was also report that distal tip of the first marksman catheter separated and was left in the patient¿s brain, and that the clot migrated from the m1 to the m2 after the first thrombectomy retrieval. The patient anatomy was reported to have been severely tortuous. The treating vessel was the internal carotid artery (ica), the clot was in the distal m1. The 9f balloon guide catheter was navigated into ica with sheath and 5f 125 cm. The 9f balloon was alleged to have kinked but remained inflated, so it was not removed. A competitor distal access catheter and a marksman were attempt to across the clot. However, this attempt unsuccessful, as the balloon guide catheter kept slipping back. Therefore, an arc catheter was used to deliver the marksman across clot, and deployed the solitairefr2 4x40. The follow up run, showed the clot had moved distal from the m1 to m2 branch. The system was pulled back as a whole unit into balloon guide catheter. The clot material was on the stent and the distal tip of marksman was noted to have been left in patient¿s m3 branch. The arc looked fine. Went back up with second marksman to retrieve more clot. Upon removal of the device, the arc was broken into three pieces (hanging on by threads). The clot was retrieved and next run looked fine. There are no current plans to remove the marker for the patient as the patient remains asymptomatic. All the devices were reported to have been prepared per their IFU.

Manufacturer narrative:
The catheter was returned for analysis separated into three segments and retained by the inner wire. The segments were measured, and it appears that all pieces of the catheter were returned. The tubing material of the separated ends of the catheter exhibited stretching and jagged edges. No issues were found with the catheter hub. The proximal segment of the catheter was found to be buckled at multiple locations from the separated distal end and flattened in one section from the separated distal end. The inner liner was found to be protruding from within the proximal separated end of the distal segment. The outer tubing of the distal segment was found to be partially separated and retained by the inner wire and inner liner. The distal tip and the inner liner was found to be damaged. Due to its damaged condition the catheter could not be used for testing. No other anomalies were observed. The investigation is still underway and a supplemental report will be submitted, when the investigation is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis and reported information, the report of ¿catheter separation/break¿ was confirmed, as the arc catheter was returned separated into three segments. The broken ends of the returned arc catheter segments exhibited with plastic deformation (stretching and jagged edges) which indicates that the arc catheter separated, as the tensile strength of the tubing material was exceeded. In this event it is likely that excessive force (pulling) was used when handling the device. It is possible that the severe tortuosity of the vessels may have contributed to the reported events. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the arc instructions for use (IFU): ¿do not advance or withdraw the arc intracranial support catheter against resistance without careful assessment of the cause using fluoroscopy. If the cause cannot be determined, withdraw the device. Moving or torqueing the dev ice against resistance may result in damage to the vessel or device. Torqueing the catheter may cause damage which could result in kinking and possible separation along the catheter shaft. Should the system become severely kinked, withdraw the entire system (arc I ntracranial support catheter, guide wire and catheter sheath introducer).¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an acute stroke case, the arc catheter separated distally, into 3 sections and was hanging together by threads. There was also report that distal tip of the first marksman catheter (pli20) separated and was left in the patient¿s brain. The cello balloon catheter was kinked in the middle section and the second marksman kinking and accordion. The anatomy was reported to have been severely tortuous. The treating vessel was the internal carotid artery (ica), the clot was in the distal m1. The 9f cello was navigated into ica with sheath and 5f 125cm bern. The 9f cello was alleged to have kinked but the balloon remained inflated. A sofia catheter and a marksman (pli20) were attempt to across the clot. However, these attempts were unsuccessful, as the cello kept slipping back. An arc catheter was used to deliver the marksman(pli20) across clot, and deployed the solitairefr2 4x40. The follow up angio, showed the clot had moved distal from the m1 to m2 branch. The system was pulled back as a unit into cello. However, the clot has moved distally, and the marksman¿s distal tip was left in patient¿s m3 branch. The arc catheter was examined and looked fine. A new marksman (pli40) was used to retrieve more clot, when it was removed, it was kinked and accordion. The arc was noted to have broken into three pieces (hanging on by threads). The clot was retrieved, and next run looked fine. There was force applied during the use of the devices. A 5f bern and 035 wire were used to deliver the cello. The cello kink was noticed while advancing into position. The arc was removed with solitaire after the first pass. There was no resistance or issues when pulling the system into the cello. Initially there was no force, except when pulling out the system to retrieve clot. There were some difficulties navigating the cello due to tortuous anatomy. There was normal resistance when the arc and the marksman were delivered. However, there was no resistance when the arc and marksman were retrieved. There was no resistance when the arc and the 2nd marksman were delivered and no resistance when they were retrieved. Both marksman catheters were not shaped. The traxcess guidewire tip was shaped. This device was used to deliver all the catheters. There was no resistance when the solitaire was advanced and retrieved in the 1st marksman. The same solitaire was reused with the 2nd marksman. There was no resistance when the devices were used. The solitaire was not noted to be damaged. A continuous flu sh was maintained. There are no current plans to remove the marker for the patient, as the patient remains asymptomatic. Noted:the marksman (pli20) tip was discovered detached after the first pass, but the marksman was introduced three times and pulled out twice before it actually crossed the clot. Once through bgc, then through sophia, then finally through the arc. All the devices were reported to have been prepared per their IFU. Note: physician believes that the kinked cello could have caused the damage to the arc and marksman. The treating physician stated that a new fellow was assisting in the procedure and was manipulating the devices. The fellow may have pulled the devices through the rhv (which may not have been fully open). This physician has performed this procedure many times since ¿ similar anatomy and set-up with no issues. The difference was he was loading and pulling on his own. Ancillary devices: 9f shuttle, traxcess , solitaire 4x40 (sfr2) discarded at the site.